Event description:
A report was received that the pt underwent a pocket revision due to inability to charge. The pt has lost weight (non device related) and the ipg has tilted. The pt is doing well after the procedure.